Manufacturer narrative:
Per the manufacturer's subsidiary, the user facility cleans the unit per the manufacturer's instructions for use (IFU).

Manufacturer narrative:
The reported issue was found after sampling the heat exchanger outputs (oxygenator, cardioplegia, thermal mat pad). Magnification examination showed the presence of the bacteria.

Event description:
It was reported that during the use of the device for a non-clinical activity, the presence of mycobacterium avium complex was found. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary, the microbiological analysis came back positive for mycobacterium chimera. There has been no reported patient infections. Additional information from the manufacturer's subsidiary was received and the customer experienced positive results to chimera after following the updated cleaning procedure, probably because of a bad filter for the water. One week ago they bought a new filter and they will now change it weekly. Furthermore, they are buying disposable airbed and have been using a reusable airbed up until now. The user facility got negative results to chimera after the cleaning procedure at service.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.